Event description:
The customer reported that during prime, the set was placed in position and primed, he noticed that no blood returned; upon closer inspection, he noticed that the vent line was occluded where connected to the set. The sample was saved and will be returned. Product code acc-12-v; lot 26149.g12.